Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.

Event description:
During insertion, the tabs on the peel-away sheath broke away. The procedure was completed, there was no patient injury.